Manufacturer narrative:
This report is being supplemented to correct the customer microbiological results. Correction: b5; please see b5 for further information.

Event description:
Correction to b5 of the initial and supplemental report. The customer provided the following culture results: sampling date: (B)(6) 2024 sampling from: unknown cfu: >83cfu/100ml bacterial identification: unknown. Sampling date: (B)(6) 2024 sampling from: unknown cfu: >80cfu/100ml bacterial identification: unknown. Sampling date: (B)(6) 2024 sampling from: suction ch cfu: >89cfu/100ml bacterial identification: enterobacteriaceae. Sampling from: water ch cfu: >95cfu/100ml bacterial identification: unknown. Sampling from: air ch cfu: >81cfu/100ml bacterial identification: enterobacteriaceae, acinetobacter sp. Sampling from: auxiliary water ch cfu: <1cfu/100ml bacterial identification: n/a. Sampling from: biopsy ch cfu: 5cfu/100ml bacterial identification: unknown.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 83 colony forming units (cfus) of an aerobic microorganism on (B)(6) 2024, and greater than 80 cfu¿s of an aerobic microorganism on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b5 of the initial report. See b5 for further details. Correction to g2 of the initial report. "Health professional" should not be included as a report source. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: aug 02, 2024. Sampling from: all channels. Cfu: 1cfu/100ml. Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor the field performance of this device.

Event description:
In addition to what was reported in the initial b5, the colonovideoscope tested positive for 5 colony forming units (cfus) of an aerobic microorganism in the operating channel and greater than 81 cfu¿s of an aerobic microorganism in the air channel on (B)(6) 2024. All bacteria were identified to be enterobacteriaceae.